Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that post-aquablation procedure, when the catheter was placed it was light pink in color. Subsequently, the patient woke up and bucked a couple of times, causing the catheter color to become a dark red. The patient was observed throughout the day. The treating surgeon changed the catheter from a size 22 to a size 24 fr, which helped with the color, and he was no longer concerned. The patient received 2 units of blood (per the manufacturer's instructions for use, bleeding is a perioperative risk of the aquablation procedure) on the night of the procedure. The catheter was kept for an extra day, and the patient was reported to be doing well and was discharged. There were no reported malfunctions of the aquabeam robotic system.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the treatment log files, the device history record (DHR), and labeling. The aquabeam robotic system's treatment logs file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the treatment logs indicated that the system functioned as designed. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was performed, which confirmed that there were no non conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bleeding. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The patient required two units of blood transfusion due to bleeding. The patient was reported to be discharged. The aquabeam robotic system's IFU lists bleeding as a potential risk of the aquablation procedure. Based on the review of the event log files, DHR and labeling the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.